Manufacturer narrative:
Cumulative knowledge of past assessments from similar complaints was applied to a review of the available medical information. The most likely cause of the type iiib endoleak was related to the strata material of the main body and the mismatch of main body to proximal cuff diameter (off-label). In addition, the reported event was likely due to the infrarenal aortic angulation of 64 degrees (off-label product use). No known user or procedure related issues were identified. Associated clinical harms for this device failure included: type iiib endoleak and a secondary endovascular procedure (reline with afx2).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and a suprarenal aortic extension. A follow up computed tomography (CT) showed a type 3b endoleak. The physician has scheduled the patient for a reline procedure. The secondary intervention has not been reported to endologix. The patient is reported to be in stable condition.